Event description:
It was further reported that access was obtained through the femoral artery and the physician encountered severe resistance. The target lesion was tortuous and heavily calcified.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed a pinhole leak in the balloon material. The pinhole was located in the center of the balloon between the proximal and distal markerbands. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary artery interventional treatment procedure a balloon burst occurred. The lesion being treated was calcified and located in the left anterior descending artery (lad). The physician treated the lesion using an apex monorail 12mm x 2.50mm balloon catheter. The balloon was inflated at 10 atm when it ruptured. It was then removed and the physician used a 10/3.0 flextome cutting balloon which burst at 8 atms. The procedure was completed with the implant of an ion stent which was deployed successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).